Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a severely calcified, 80-90% stenotic lesion in a severely tortuous right coronary artery (rca). After implanting an unknown stent, the physician attempted to cross through with a taxus liberte -3.5 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the deployed stent. Consequently, the stent was never deployed. The physician then removed the entire stent delivery system (sds) as one unit and noticed the stent was missing. The missing taxus stent was found and successfully removed from the pt's body without complications. No pt injuries were reported. Pt status is reported as "good".